Event description:
It was reported that the patient underwent an sling advance xp surgical procedure. The case was aborted due to an injury in the patient's bladder neck caused by a trocar pass in the patient's left side. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.